Event description:
Per the audiologist, the pt's device was explanted in 2003 due to a persistent infection at the implant site resulting in device extrusion. The patient was treated for the infection. The pt was reimplanted with a new device the following month. Note: the explant/event date is an estimate.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.